Event description:
A pt was injured during traction therapy and treatment was stopped. After the event, a tech was sent and determined that the unit was out of calibration by 20-22%. He recalibrated the unit. The pt returned to the p.t. Office in 2006 inflamed and swollen. She is scheduled for physical therapy about four days later.

Manufacturer narrative:
Only control panel (p/n 70217) was returned for evaluation, which indicates that at the time of treatment, the unit was 1.5 years old. It is not known at this time whether the unit was calibrated after 1 year of service or had undergone any preventative maintenance. Calibration was checked: 20 lbs= 22 lbs, 100 lbs= 108 lbs, 200 lbs= 214 lbs. Unit was not properly calibrated by field technician. Meter would only go up to 198 lbs max., zero was flashing -01. Conclusion: control board was removed from unit and recalibrated. It is impossible to determine the state of calibration at the time of removal from unit. The calibration done by the field technician was not correct. Unit calibrated properly and returned to stock.